Event description:
It was reported that a peritoneal dialysis (pd) patient had their pd catheter (non-fmc product) removed and transitioned to hemodialysis during a hospitalization for pertionitis (fmc MFR# (B)(4). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)